Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise oversensing which resulted in unnecessary shock therapy delivery. Subsequently this rv lead was surgically abandoned. It was suspected that this lead had fractured. No additional adverse patient effects were reported.